Manufacturer narrative:
Correction: h6 device code - (B)(4).

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency department after receiving inappropriate shock for a non- ventricular fibrillation rhythm from their implantable cardioverter defibrillator. It was also noted that the capacitor exceeded charge time limit. Programming changes were discussed with a healthcare provider. No patient condition after the event was reported.